Manufacturer narrative:
On 12/10/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/23/2019, device evaluation was completed. Device evaluation summary: during visual evaluation, the sample was observed with no apparent damage . No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/17/2019, mentor became aware that the patient was also presented with bilateral capsular contracture; baker grade IV. The devices will be explanted on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass and capsular contracture; baker grade IV (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old hispanic female patient who underwent breast augmentation revision with 685cc mentor memoryshape breast implants on both sides on (B)(6) 2015 developed inflammation of the breasts, breast masses , and back pain from the implants being too large and too heavy. The patient also had bilateral discharge from her areolas. The patient had mammograms and ultrasounds that confirmed growths in both breasts, more on the left side. The patient underwent removal of the breast masses without removal or replacement of the implants on (B)(6) 2016. Per additional information received on 10/17/2019, the patient was also presented with bilateral capsular contracture; baker grade IV. The devices will be explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.